Event description:
It was reported on (B)(6) 2012 that the pump had been removed. At that time, the reporter also thought that the infection was "clearing up and everything"; the reporter said "the infection may even be gone now" and "it's not a medical emergency anymore". The reporter did not tell the manufacturer's representative about the pump removal, because the reporter said that the representative "didn't really need to be there".

Event description:
Additional information later received indicated that patient experienced redness, swelling, drainage, incisional wound opening and the primary location of infection was the device pocket. A culture of the device pocket concluded a (B)(6) infection. Treatment included both IV and oral antibiotics and total device system explant. The infection had been resolved. It was indicated that the drug withdrawal symptoms were controlled with oral methadone. Drug delivered via the device was dilaudid and the last refill was done on 2011 (B)(6).

Event description:
It was reported that the patient had a pump pocket infection that was cleared up now. No further information was obtained. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown.